Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% tested at the time of manufacture. Literature article: the efficacy analysis of the brain ventricle drainage device reformed from the blood transfusion device in external ventricular drainage surgery liu js, tu cj, song dg, zhang yj, zheng g zhejiang journal of traumatic surgery 2012 17(2): 164-166.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: one patient experienced an intracranial infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.